Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Customer reported being unable to close out of a screen in his pump. Display was responsive as customer could click through 1-2-3 without problem. During troubleshooting with tandem technical support the touchscreen issue was resolved. Customer's blood glucose level was 111 mg/dl.